Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was an under infusion of intravenous (IV) medication via a pump. There has been a consistent level of unused medication daily (level at approximately the 150 milliliter line with the pump showing there should be 20 milliliters remaining). No serious harm was reported. There was no patient injury reported.

Event description:
Additional information was received by the manufacturer on (B)(6)2022 via email and attached to the complaint object: patient details updated.

Manufacturer narrative:
Age at time of event: updated with additional information received. A3: sex: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: model number should have been originally reported as blank.